Event description:
On (B)(6), 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's one touch ultra2 meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter claimed that at an unspecified time on (B)(6), 2012, the patient developed symptoms of a "fever and of having ketones". By 1:20pm, on the same day, the reporter stated that the patient attempted to use the meter and discovered the alleged issue. The cca was informed by the reporter that the patient manages his diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. At an unspecified time in the evening of (B)(6) 2012, the reporter claimed that the patient was taken to the ER where he was tested on the hospital's meter (unknown device) and obtained a reading of "383mg/dl". Shortly after, the patient was administered with IV fluids. During troubleshooting, the cca determined that the patient was applying the sample to the top of the test strip versus to the tip of the test strip. The cca walked patient through proper testing procedures as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient was already symptomatic prior to the start of the alleged issue, this complaint is being reported because the patient received medical treatment after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up (6/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.